Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 11-aug-2015. The most recent information was received on 04-dec-2017. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of my coils has perforated my fallopian tube/ the coil is hanging out poking uterus"), genital haemorrhage ("bled for 6 months straight / bleeding for 17 weeks after having the surgery") and systemic lupus erythematosus ("lupus") in a (B)(6) -year-old female patient who had essure (batch no. 774377) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 3 ((B)(6) 1996, (B)(6) 2001 and (B)(6) 2010.), recurrent abortion and depression. Concurrent conditions included nickel sensitivity and body mass index normal. Concomitant products included omeprazole for acid reflux (oesophageal), ibuprofen for back pain and eletriptan hydrobromide (relpax) and topiramate (topamax) for head pain. In 2010, the patient experienced procedural pain ("as he inserted right coil in I was in such severe pain") and blood pressure fluctuation ("till blood pressure finally went back up it bottomed out (blood pressure disorder nos)"). In (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with abdominal pain lower and pelvic pain, genital haemorrhage (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant) with arthritis, rash and alopecia, intervertebral disc degeneration ("degenerative disc disease /degenerative disc disease") with back pain, migraine ("chronic migraines"), fibromyalgia ("fibromyalgia"), menorrhagia ("heavy periods / pass huge clots / heavy clotting during menstrual clots / heavy bleeding during menstrual cycle"), dysmenorrhoea ("painful periods"), pelvic pain ("severe pain/pelvic pain"), depression ("depression"), post-traumatic stress disorder ("ptsd (post-traumatic stress disorder) / post traumatic stress"), urinary tract infection ("constant utis"), the first episode of dermatitis ("dermatitis on my inner thighs/dermatitis on groin area"), headache ("head pain"), abdominal pain ("abdominal pain"), asthenia ("weakening"), dental caries ("decaying of teeth"), the second episode of dermatitis ("dermatitis on groin area / dermatitis on inner thighs"), investigation noncompliance ("did not undergo an essure confirmation test"), diarrhoea ("diarrhea"), insomnia ("insomnia"), allergy to metals ("allergic to nickel / allergy to nickel but when wearing certain types of jewelry my skin breaks out in a raised red rash/hypersensitivity reaction to nickel") and vaginal haemorrhage ("unexplained vaginal bleeding"). The patient was treated with surgery (underwent a uterine ablation). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, systemic lupus erythematosus, intervertebral disc degeneration, migraine, fibromyalgia, menorrhagia, dysmenorrhoea, pelvic pain, depression, post-traumatic stress disorder, urinary tract infection, anxiety, procedural pain, blood pressure fluctuation, headache, abdominal pain, asthenia, dental caries, the last episode of dermatitis, investigation noncompliance, diarrhoea, insomnia, allergy to metals and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, asthenia, blood pressure fluctuation, dental caries, depression, diarrhoea, dysmenorrhoea, fallopian tube perforation, fibromyalgia, genital haemorrhage, headache, insomnia, intervertebral disc degeneration, investigation noncompliance, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder, procedural pain, systemic lupus erythematosus, urinary tract infection, vaginal haemorrhage, the first episode of dermatitis and the second episode of dermatitis to be related to essure. The reporter commented: patient received treatment for heavy menstrual cycles, migraines, back pain, and pelvic pain current weight: (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) -2017: event - "head pain, abdominal pain, degenerative disc disease, weakening, decaying of teeth, anxiety, post traumatic stress disorder, dermatitis on groin area, diarrhea, insomnia, allergic to nickel / allergy to nickel but when wearing certain types of jewelry my skin breaks out in a raised red rash/hypersensitivity reaction to nickel, unexplained vaginal bleeding", reporter, historical condition, concomitant condition added from pfs. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of my coils has perforated my fallopian tube/ the coil is hanging out poking uterus"), genital haemorrhage ("bled for 6 months straight / bleeding for 17 weeks after having the surgery") and systemic lupus erythematosus ("lupus") in a 33-year-old female patient who had essure (batch no. 774377) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6)1996, (B)(6)2001 and (B)(6)2010.), recurrent abortion and depression. Concurrent conditions included nickel sensitivity and body mass index normal. Concomitant products included omeprazole for acid reflux (oesophageal), ibuprofen for back pain and eletriptan hydrobromide (relpax) and topiramate (topamax) for head pain. In (B)(6)2010, the patient had essure inserted. In (B)(6), the patient experienced procedural pain ("as he inserted right coil in I was in such severe pain") and blood pressure fluctuation ("till blood pressure finally went back up it bottomed out (blood pressure disorder nos)"). In 2012, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with abdominal pain lower and pelvic pain, genital haemorrhage (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant) with arthritis, rash and alopecia, intervertebral disc degeneration ("degenerative disc disease /degenerative disc disease") with back pain, migraine ("chronic migraines"), fibromyalgia ("fibromyalgia"), menorrhagia ("heavy periods / pass huge clots / heavy clotting during menstrual clots / heavy bleeding during menstrual cycle"), dysmenorrhoea ("painful periods"), pelvic pain ("severe pain/pelvic pain"), depression ("depression"), post-traumatic stress disorder ("ptsd (post-traumatic stress disorder) / post traumatic stress"), urinary tract infection ("constant utis"), the first episode of dermatitis ("dermatitis on my inner thighs/dermatitis on groin area"), headache ("head pain"), abdominal pain ("abdominal pain"), asthenia ("weakening"), dental caries ("decaying of teeth"), the second episode of dermatitis ("dermatitis on groin area / dermatitis on inner thighs"), investigation noncompliance ("did not undergo an essure confirmation test"), diarrhoea ("diarrhea"), insomnia ("insomnia"), dermatitis contact ("allergic to nickel / allergy to nickel but when wearing certain types of jewelry my skin breaks out in a raised red rash/hypersensitivity reaction to nickel") and vaginal haemorrhage ("unexplained vaginal bleeding"). The patient was treated with surgery (underwent a uterine ablation). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, systemic lupus erythematosus, intervertebral disc degeneration, migraine, fibromyalgia, menorrhagia, dysmenorrhoea, pelvic pain, depression, post-traumatic stress disorder, urinary tract infection, anxiety, procedural pain, blood pressure fluctuation, headache, abdominal pain, asthenia, dental caries, the last episode of dermatitis, investigation noncompliance, diarrhoea, insomnia, dermatitis contact and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, asthenia, blood pressure fluctuation, dental caries, depression, dermatitis contact, diarrhoea, dysmenorrhoea, fallopian tube perforation, fibromyalgia, genital haemorrhage, headache, insomnia, intervertebral disc degeneration, investigation noncompliance, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder, procedural pain, systemic lupus erythematosus, urinary tract infection, vaginal haemorrhage, the first episode of dermatitis and the second episode of dermatitis to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient received treatment for heavy menstrual cycles, migraines, back pain, and pelvic pain current weight: 195 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.